Event description:
Boston scientific crm received information that this right atrial lead dislodged. The lead was removed and a competitor lead was without incident. No adverse patient effects noted, and no allegations against device.